Event description:
It was reported the pt presented to the hospital with fever during the scs trial. The pt was admitted and the trial lead was removed. The physician did not relate the symptoms to the implant. The pt remains in the intensive care unit. No further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.